Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Oversensing was noted on a real-time egm. The device was post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. Programming changes were made, and patient condition is fine.